Event description:
It was later reported that the cardiac tamponade resulted in a pericardial effusion. The patient was sent for surgical treatment, the type of intervention is unknown. The patient's hospitalization was extended and is still currently under hospitalization.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 21986 and data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 27 applications were performed with the afapro28 balloon catheter with lot 21986 on the reported date of the event. The patient file did not show any system notices on the reported date of the event. During external visual inspection of the balloon, shaft, and handle segments no anomalies were identified. The catheter smart chip data was reviewed, and data indicated the catheter was never used; no application performed. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. Inconclusion, the reported issue was not observed in the data files, and the balloon catheter passed the returned product inspection as per specification. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive and via imaging it was shown that the cardiac shadow pulsation disappeared, and imaging confirmed that an accute cardiac tamponade had occurred. The case was aborted. The patient was not under general anethesia. The tamponade was then treated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:product ID 2ach20 ; product type: 0623-achieve mapping catheter ;product ID 4fc12 ; product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024: it was later reported that the cardiac tamponade resulted in a pericardial effusion. The patient was sent for surgical treatment, the type of intervention is unknown. The patient's hospitalization was extended and is still currently under hospitalization.